Manufacturer narrative:
The reported patient effect of pain post procedure as listed in the luna instructions for use (IFU) and luna procedural technique guide, is a known possible adverse effect associated with use of the luna interbody system. The luna instructions for use and luna surgical technique guide, instructs the user to monitor the surgical steps using fluoroscopy including verifying the correct position of the implant throughout the procedure and "this device must be inserted using fluoroscopic guidance. Failure to use fluoroscopic guidance could result in serious patient injury" and "do not use a mallet or hammer on the implant or any of the luna instruments." The technical guide further emphasizes "the implant may be retracted and repositioned until the desired location is achieved" and "if the implant will not fully deploy, retract and ensure positioning matches that of the trial and redeploy." As reported, the physician did not redeploy or remove the device; instead used a tamp/mallet to push the implant further into the space which is cautioned against in the IFU and technical guide. Review of the pre-op imaging for the 1st revision procedure revealed that the luna implant had migrated from its original implanted position. Furthermore, the physician could not determine a conclusive cause regarding why the plif cage rotated and moved post intervention procedure which was subsequently replaced with an alif cage. The physician believes that the patient has a difficult anatomy that was under appreciated at both 1st and 2nd revision procedures. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
On (B)(6) 2015 the patient underwent a fusion procedure for the l4/5 level from the right side. A 10mm luna implant was positioned with the proximal end slightly protruding from the disc space. Further advancement of the implant using a tamp and mallet may have broken the implant proximally. The physician determined that the implantation was adequate; therefore proceeded to complete the procedure. The patient was doing fine post procedure and was discharged. 4-5 days post procedure, the patient experienced pain on the opposite side from point of entry. Follow-up imaging revealed that the luna implant was protruding posteriorly from the disc space, and a revision procedure was scheduled for (B)(6) 2015. During the revision procedure, the pre-op imaging showed that the implant had moved from its originally implanted position and now facing towards the left side of the patient. The luna was explanted and replaced with a competitor's plif cage. Reportedly, the patient's nerve signals returned to normal levels immediately post luna implant removal, and the pain was fully resolved one day post-op follow up. Per the physician, there was no device malfunction during the initial case and believed that the patient anatomy was difficult and more challenging than expected. Consequently, 8-10 days post revision procedure, the plif cage also rotated/moved and was subsequently removed and replaced with an alif cage. There was no additional information provided.